Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the device exhibits signs of normal use. No significant product problems were observed on the surface of the device. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test to assess the reported assembly allegation was conducted. The approximator inserter (279712590) was inserted to the approximator sleeve (279712580). After that the approximator flex clip (279712570) was threaded to the outer side of the approximator sleeve. The devices were assembled successfully. The complaint condition was not replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the approximator fc sleeve, p/n: 279712580, lot: nw166394 would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: yes. Dimensional inspection: n/a. Device history lot: a review of the receiving inspection (ri) for approximator fc sleeve was conducted identifying that lot number nw166394 was released in one batch. . ¿ batch 1: lot qty of (B)(4) units were released on 11 mar 2016 with no discrepancies. Supplier: (B)(6). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Note: DHR review retrieved from pi-16800237876745706 as the lot number was the same. Device history review: as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report reports an event in germany as follows: it was reported that on an unknown date in april 2023, the approximator can no longer be screwed into the flex guide. The instruments can no longer be used. There was no patient involvement or surgery delay. This report is for one (1) approximator fc sleeve this is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.